Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm mitral valve implanted for unknown duration underwent re-do mitral valve replacement due to unknown reasons. A 23mm non-edwards valve was implanted. The patient was discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.